Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hospital reported high humidity and condensation issues in the ors which has lead to higher moisture content in the abs system of the anesthesia machines. The check valves were cleaned of moisture to resolve the reported issue and replacement of the flow valves was recommended. No patient information available after calls to customer 01/08/2020, 01/09/2020, and 01/10/2020. (B)(4).

Event description:
The hospital reported an error during a case that resulted in high pressure that affected the ability to provide ventilation. The case was cancelled. No patient injury reported.